Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a replacement procedure, a pocket stimulation was occuring and insulation anomaly was noted on the atrial lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.